Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for the evaluation. The sample was evaluated visually under micro zoom. Upon evaluation, missing glue was noticed at the bonding point prefilled and e-pump upper tube, and this could have caused leaking. Therefore, the reported condition is confirmed. The gemba walk was performed and found that the root cause could be due to the poor design of the glue needle. The sample had less glue came from the loctite 4011 and did not cover the tube during the application. Currently, the operator must be rearranging the glue volume by themselves. As a preventive action, the following control measures has been taken: training the operator to acknowledge the reported issue; conduct 100% visual inspection by referring the visual control; improve the glue needle in bonding process loctite 4011 point prefilled and e-pump upper tube. And, improve the glue needle design by increase the area at the end of glue needle. This design change is to make the rotation of the tube easier by the operator during the process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the enteral feeding set was leaking from the connector during priming. There was no patient involvement.